Manufacturer narrative:
Investigation summary: the complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13971744 was reviewed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however device history review is pending.

Event description:
The event involved a tego¿ connector where the customer reported that the device broke in half during an attempt to replace it with new one from arterial cvc port. The clear sheath malfunctioned during attempts to aspirate and flush site with the impact of extra time (approx 30 minutes) spent in hd as it took several people to try to remove half of the tego stuck in arterial port. There was patient involvement, but no harm was reported as a consequence of this event.